Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. An attempt to obtain additional information was unsuccessful. The lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.